Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The follow up report is issued as nobel biocare became aware of new information regarding the mat. Number, 510k licenses, which was updated and unknown at the date of initial submission.

Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.